Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a user error the device did not perform as intended. Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
(B)(4).